Event description:
The consumer reported that they had dipped the swab into the reagent prior to inserting the swab in their nostrils. The consumer stated that they would not go to the doctor as a result. Although requested, no additional patient information including treatment and outcome was provided.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
A product deficiency was not reported or identified. Technical service advised the consumer to contact their health provider if any medical advice is needed. The reported health status is anticipated in nature and severity for binaxnow covid-19 ag card risk documentation. A supplemental report will be provided if any additional is obtained.